Event description:
I have mentor saline breast implants inserted in 2004. In the past 10 years, I have experienced nearly 70 different symptoms or illnesses that could be related to the implants. I have seen a dozen doctors, taken thousands of pills, and not found the underlying cause until now. My most severe symptom is fatigue. At (B)(6), I can barely get out of bed to go to the bathroom. I have also dealt with major depressive disorder, insomnia, pain, arthritis, bone spurs in my back, and a prolactin secreting pituitary tumor, just to list a few. I am unable to work, unable to go to school, unable to perform everyday chores like housework.